Manufacturer narrative:
UDI: (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a surgical procedure involving electrocautery, pacing inhibition resulting in an unknown duration of asystole was observed. Electrocautery was stopped and a magnet was placed on the device and asynchronous pacing was then observed. Boston scientific technical services (ts) discussed electromagnetic interference (emi) from electrocautery. No adverse patient effects were reported. This product remains implanted and in service.